Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code. The hospital rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event.